Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed physical damage on the harmonic ace instrument's blade. Troubleshooting was performed by replacing the instrument to the backup and this resolved the issue. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Follow-up has been performed to request additional information related to the event, but no further information has been obtained as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified a broken blade measuring approximately 0.20" from the base. The broken piece was not returned for evaluation. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additionally, further investigation of the instrument identified physical damage on the teflon pad on the clamp arm with no missing piece. This observation is unrelated to the blade damage. The known cause of both issues is attributed to mishandling and misuse. A review of the submitted images was performed. The following additional information was provided: the images shows the instrument tip with a piece that appears to be the broken at the blade. No conclusive determination can be made based on the image analysis. A review of the instrument log for the harmonic ace instrument lot# l90210906 / sequence 0175 associated with this event has been performed. Per logs, the instrument was used on the (B)(6) 2022 with system (B)(4) and not on the reported event date of (B)(6) 2022. The instrument is single use and was unusable after the last usage date. The da vinci 8 mm harmonic ace instrument is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. ¿ never activate an electrosurgical instrument while in contact with the harmonic ace curved shears. ¿ do not attempt to bend, sharpen, or otherwise alter the shape of the blade. Doing so may cause blade failure and user or patient injury. ¿ avoid contact with any and all metal or plastic instruments or objects when the device is activated. Contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade, which may be identified by a generator solid tone or an instrument error. ¿ scratches on the blade tip may lead to premature blade failure. ¿ avoid all contact ¿ intentional and accidental ¿ with other instruments during use. ¿ incidental and prolonged activation against solid surfaces, such as bone, may result in blade heating and subsequent blade failure, and should be avoided. This complaint is considered a reportable event due to the following conclusion: failure analysis investigation confirmed a missing blade from the harmonic ace instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.